Manufacturer narrative:
Correction to h6 component codes, evaluation method codes, and evaluation result codes. Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Leak testing was not performed as leakage was observed from the handle while preparing the sheath. Tears by the center slit of the internal hemostatic valve were found. This type of anomaly can compromise the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that the faradrive steerable sheath clear was selected for atrial fibrillation (a fib) ablation procedure. During the procedure, the sheath was inserted into hd grid mapping catheter, the physician did not aspirate and flush without air. However, the physician attempted to reposition the hd grid catheter while aspirating in sheath. Thus, the sheath was replaced, and procedure was completed successfully by using a different device, same model. No patient complication was reported. The device was received for analysis. It was further reported that the abbott hd grid mapping catheter was inside the sheath during aspiration of the faradrive sheath. No attempts were made to flush the sheath with the dilator in place. Air entering the flush port during attempted aspiration of the sheath and air was visible in sheath and was unable to be cleared. This is the reason the physician elected to replace the sheath.

Event description:
It was reported that the faradrive steerable sheath clear was selected for atrial fibrillation (a fib) ablation procedure. During the procedure, the sheath was inserted into hd grid mapping catheter, the physician did not aspirate and flush without air. However, the physician attempted to reposition the hd grid catheter while aspirating in sheath. Thus, the sheath was replaced, and procedure was completed successfully by using a different device, same model. No patient complication was reported. The device was received for analysis and investigation is still in progress.

Event description:
It was reported that the faradrive steerable sheath clear was selected for atrial fibrillation (a fib) ablation procedure. During the procedure, the sheath was inserted into hd grid mapping catheter, the physician did not aspirate and flush without air. However, the physician attempted to reposition the hd grid catheter while aspirating in sheath. Thus, the sheath was replaced, and procedure was completed successfully by using a different device, same model. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that the abbott hd grid mapping catheter was inside the sheath during aspiration of the faradrive sheath. No attempts were made to flush the sheath with the dilator in place. Air entering the flush port during attempted aspiration of the sheath and air was visible in sheath and was unable to be cleared. This is the reason the physician elected to replace the sheath.

Manufacturer narrative:
Additional information provided in section b5 describe event or problem and section h6 device codes.